Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease and toxicity. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease and toxicity. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The ventilator was returned to the manufacturer for evaluation and no particles were visible in airpath. No repair performed due to the device not needed for inventory. The unit will be scrapped.